Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and shaft detachment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional device is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the very heavily calcified, moderately tortuous proximal left anterior descending (lad) coronary artery. The patient was also experiencing cardiac tamponade and pericardial effusion with patient health declining toward death. An attempt was made to cross with a 3.5x16mm rx graftmaster covered stent system, but this device failed to cross due to the heavy calcium and, though no force was applied, the proximal shaft separated. The device was simply withdrawn from patient anatomy without difficulty. Another attempt to cross was made with a 4.0x16mm rx graftmaster with exactly the same result (failed to cross and proximal shaft separated). This device was also withdrawn without difficulty. Though use of each graftmaster did not exacerbate the perforation or worsen the tamponade and effusion, patient health continued to decline. The patient went to surgery to relieve the pressure from the cardiac tamponade caused by the pericardial effusion and the patient expired the same day due to cardiac arrest. No additional information was provided.